Manufacturer narrative:
The previously submitted manufacturer investigation was a draft inadvertently submitted prior to final review and approval by the manufacturer. The final investigation was approved by the manufacturer on 06-dec-2019 and there is no change to the previously submitted investigation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette and the patient¿s peritonitis. However, there is no allegation or objective evidence that a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette malfunction or product deficiency was associated with this event. The patient¿s peritonitis is likely related to a breach in aseptic technique, as reported by the pd nurse. It was reported the patient did not adhere to wearing a mask during the pd exchange and did not perform hand hygiene when reconnecting to the pd treatment; which are well-known risk factors for peritonitis. Additionally, it was reported the patient did not scrub the end of the pd catheter per protocol which is also a risk for peritonitis infection. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis on (B)(6) 2019. The patient¿s pd culture yielded growth streptococcus dysgalactiae. The patient was treated with ceftazidime 2 grams, vancomycin 1.5 grams, and cefazolin 2 grams) intra-peritoneal (ip). The patient is reportedly recovering. Per the peritoneal dialysis registered nurse (pdrn), the patient did not experience any fluid leaks or any other issues with fresenius device/ product in relation to the peritonitis event. Reportedly, the patient disconnected from his pd treatment (to go to the bathroom) the night before the infection began. The nurse stated the patient then reconnected to the pd treatment without following proper infection control procedures; patient did not perform hand hygiene and did not wear a mask. Additionally, it was reported the patient did not scrub the end of the pd catheter per protocol. The nurse indicated the peritonitis was related to breach in aseptic technique as described above. The patient continues pd therapy with the same cycler without any reported issues.